Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq0755 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "regarding the peel away sheet in the kit, when they broke it and went to peel it away, it broke away from the handle and they had to use forceps to remove it from the patient." Additional information received: "placed in patient when sheath was cracked and peeled, one side of the sheath became detached from the handle. Needed to be removed with forcep."